Event description:
Customer reports to have received a no delivery alarm and a blank screen display. After changing batteries, customer received a battery out limit. Programming assistance was given to customer. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.